Event description:
On (B)(6) 2012, the lay user/reporter in (B)(6), the patient's daughter, contacted lifescan to report the one touch ultra2 meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. During that time period, the patient continued to take her usual doses of novorapid insulin four times per day, glargine insulin and the oral diabetes medications gliclazide and metformin. Approximately one week after the power issue began, the patient experienced the symptoms of feeling faint, shaking and lightheadedness. The patient visited her physician, where her blood glucose level was tested, however the result was not known. The physician advised the patient to consume sugary foods, and adjusted her medication regimen. Troubleshooting revealed this was not a new meter, the meter's battery did not need to be replaced, and there had been no misuse of the product. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms of severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter power issue, and received medical attention and treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).